Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files did not show any deviation from normal system operation. In general it is not possible to identify from the log files which control panel triggered system movement. For axiom luminos drf systems with serial numbers lower than 4000 it is not possible to determine whether the movement was initiated intentionally by operator or by sporadic hardware failure. The returned remote control console was installed in the test lab but no malfunction could be found. Also the investigation of the potentially affected joystick did not show any defect. An esd impact can be excluded since this joystick already had the newest revision status that prevents esd impacts. Furthermore, a hardware defect outside of the control board can be excluded since the signal of the control element is transferred within the control board as software telegram. Software problems of this kind are not known. In any event of unintended movement it is possible to stop the movement by activating the emergency stop button. According to information from the service organization the system on site was repaired by replacing the remote control console. This report was submitted january 31, 2018.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
An unintended system movement was reported on the axiom luminos drf unit. The column and the spot fild device moved sporadically to the foot end of the table. There are no injuries attributed to this event. This event occurred in (B)(6).